Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 482 mg/dl and was treated with a bolus. The customer¿s current blood glucose was 472 mg/dl. The customer¿s other blood glucose was 425 mg/dl. The customer declined troubleshooting for high blood glucose. The customer finished the warm up process and wanted to calibrate it. The customer was feeling fine but did not feel okay for troubleshooting. The customer was advised to do the bolus to lower the blood glucose reading as they unable to do calibration. The insulin pump will not be returned for analysis.